Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule was fired and it was detached from the esophagus. It dropped to the patient's stomach while they double check on positioning. There was no patient and user harm, no intervention was required, and another capsule was used to complete the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation. The patient had medical history of gerd (gastroesophageal reflux disease). A repeat procedure was necessary scheduled on another day.